Event description:
During evaluation of a returned spectrum pump, the device had no audio. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Functional testing was performed. During evaluation identified that the pump had no audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was the dislodged rear case flex. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.